Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer was receiving an error that read delivery has stopped. Customer stated the error message was not the same as the no delivery alarm. The customer was disconnected from the call. No additional information provided.